Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown device/lot information. Based on the available information, the reported heart failure appears to have been a result of the reported mitral stenosis. A cause for the reported mitral stenosis could not be determined. The reported patient effects of mitral stenosis and heart failure, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report heart failure, mitral stenosis, and prolonged hospitalization it was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). On (B)(6) 2020, a steerable guide catheter (sgc) was advanced to the mitral valve, and one clip was successfully deployed, reducing mr. However, on (B)(6) 2021, the patient was transferred to another hospital with heart failure due to mean pressure gradient of 8mmhg and a bi directional shunt was discovered in the atrial septal defect (asd). The patient will remain hospitalized and is pending surgery. The clip remains stable on both leaflets, and mr is 2. No additional information was provided.